Manufacturer narrative:
Concomitant: product ID 8711, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. Product ID 8598a, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that a pump/catheter revision took place 2014-(B)(6). The patient had a dye study and the healthcare professional (hcp) was unable to aspirate. A ¿rotogram¿ was also performed. The patient had been having chronic back pain symptoms. The event was attributed to an unknown catheter issue and the hcp surgically replaced the distal/spinal segment of the catheter. The patient seemed to be doing fine post-operatively. The pump was used to infuse hydromorphone, clonidine, bupivacaine, and fentanyl. If additional information is received, a follow-up report will be sent.